Manufacturer narrative:
(B)(4). Method: actual device evaluated. Abbott medical optics field service specialist carried out inspection of the femtosecond laser system and found that the power supply module was not working. He installed a new ac/dc switching power supply and no other issues were found. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Intralase laser fs2 uses a 1000/1600 watt modular power supply manufactured by lhv power. The model used with this femtosecond laser is hf16-mp-4flnnqqq and the serial number of the unit is (B)(4). On (B)(6) 2011, account reported that they heard a popping noise and then smelled and saw smoke coming out from the bottom of the laser equipment. They also reported that the femtosecond laser system was not powering up. They mentioned that there was no pt involved in the event.